Manufacturer narrative:
Date of event is unknown. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2022-05246. It was reported that the neurostimulator was explanted because the patient was not getting any relief from the system. Investigation was unable to determine when and what device was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.